Event description:
Report #2 of 2 for this event: as reported, approximately two (2) years post an initial left total left knee arthroplasty, this patient was revised due to poly wear. The patella and tibial insert components were exchanged. Patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t (B)(6), 02-010-04-0220 - logic cr femoral por, left, sz 2 (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6), 02-012-51-2009 - logic tib insert impl crc, sz 2, 9mm. G2: (australia). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01482. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified deformation/wear likely due to articulating against the femoral component while implanted and wear that is consistent with tool marks created while removing the component. Operative notes and/or medical records were not provided for review of usage/ technique. The revision reported in this event was likely the result of presumed prosthesis wear of the tibial insert and patella component. However, images of the revised components do not show signs of excessive prosthesis wear inconsistent with being implanted, no radiographs were provided, and the revised component was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.